Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00421.

Event description:
Allegedly implant removed due to infection.

Manufacturer narrative:
Conclusion: no device failure. The product was not returned. (B)(4): evidence that product in specification when used.